Manufacturer narrative:
H10: the actual device was not available; however, photographs of a companion sample were received for evaluation. Visual inspection of the provided photographic samples did not show any defect. Due to the nature of the provided samples, no further testing could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported external fluid leaks were observed originating from the weld on the lower part of the filter of four (4) prismaflex m100 sets during setup. The rinsing solution was 0.9% nacl. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date: the date of the event was reported as an unknown date in (B)(6) 2023. E1: initial reporter facility name: (B)(6). E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.